Event description:
Edwards received notification of an evoque in tricuspid position where the patient had 2 intact tricuspid teer devices and a plug in place prior to the ttvr. After deployment of the evoque valve, there was lots of oversizing in the presence of the clips, and compression of the frame was noted to cause moderate central tr (tricuspid regurgitation). It was decided to place a 29mm sapien device, and the device was deployed successfully. Tr was then reduced to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11: additional h6 type of investigation codes: 'analysis of images' and 'labelling review'. The complaint for 'system interacts with previously implanted devices' was confirmed with objective evidence via imaging evaluation. Available information from this event suggests that patient factors and imaging issues contributed to the reported event. Specifically, this patient had 2 teer devices and an occluder on the tricuspid valve leaflets which can affect normal evoque valve deployment. The previously implanted devices also caused imaging issues, specifically device shadowing. This case was screened as anatomically unsuitable for 'annulus too large' due to inadequate retention mechanisms. This, in combination with multiple right heart devices, likely contributed to the reported event. The interaction with previously implanted devices contributed to poor valve positioning and evoque inner frame compression which caused central regurgitation post deployment. A subsequent percutaneous intervention (valve in valve with 29mm sapien 3) was performed, which reduced tr to mild. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11

Event description:
Additional information received stated that the patient was found unresponsive on (B)(6) 2025 in the hospital. Patient was transferred to ccu and progressively declined until the patient passed away on (B)(6) 2025. The patient never left the hospital.